Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited black fibrous foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it was confirmed, that the device was returned to olympus without being reprocessed at the user facility. The event can be detected and prevented, by following the instructions for use which state: IFU states, the detection method in tjf-q190v, operation manual chapter 3: preparation and inspection. IFU states, the preventative measures in tjf-q190v, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.